Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complaintant alleged that during biomed testing, the device was unable to dump a charge and the device remained live. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6;device problem code. Evaluation results: the device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the device was connected to a set of CPR stat pads when the 30 joule test was being performed and the charge/discharge was attempted. However, the CPR stat pads do not have a "shorting link" connection, which means they cannot be used to perform a 30 joule self test. The multi-function cable needs to be connected to either a shorting link or to pads that contain a shorting link. This is not a malfunction of the device. This claim has been closed as incorrect use. Analysis of reports of this type has not identified an increase in trend.